Event description:
The pt while in a hosp in another country, got rid of the infusion device to go to the toilet. Afterwards he connected tube with the 3-way plug of the infusion. Thereby it came to an air embolism which led to the death of the pt.

Manufacturer narrative:
Based on the info received, we conclude that it was user/patient error. There is no evidence that the oxygen tubing involved in the incident, or any other similar tubing in distribution is defective. Our investigation is complete with no corrective action required. This incident was also reported to the medical devices vigilance system bfarm - case.